Manufacturer narrative:
(B)(4). Reported event was confirmed via x-rays which showed non-fusion related to anterior placement and unintended movement device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that there will be no revision and that the patient has a mild backache after the second operation, which tends to be alleviated. The patient is still under follow-up observation.

Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that x-rays from a post-operative review found that an roi-a cage shifted position at the l4-5 level, and the vertebral endplate fractured. The cage was initially placed during an anterior procedure, but the position shift was found after a second procedure was performed approximately three weeks later to add a posterior construct. The patient had lower back pain, which led to the post-operative review. The current plan of treatment consists of bed-rest; a revision to correct the cage's position is not currently planned.